Event description:
A customer reported experiencing a cartridge alarm, identified as alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on the customer's health. There was no additional information received regarding corrective actions taken by the customer or technical support's response to address the event.